Event description:
The hemostasis valve will not stay tight, this was found during device preparation.

Manufacturer narrative:
Device investigation: results: there is nothing visually wrong with this catheter. A 0.088" mandrel was introduced into the hub and advanced distally. The mandrel moves smoothly into and through the catheter exiting the tip easily. With the mandrel withdrawn, the catheter was connected to the returned crosscut valve. The valve appears to have bottomed out in the catheter hub but the threaded exterior section of the valve would not tighten. It remained loose and mobile even though the lure remained firmly in place. Tensile force was applied to either end of mated lure connection and the lure fitting remained locked into place. Two rhvs from different manufacturers were connected to the hub in the same way. The threaded section of these devices locked into place. With the shipped crosscut valve, the catheter is functional but feels insecure. Conclusion: the behavior of the crosscut valve on this catheter as noted in the complaint is confirmed. The behavior that is the subject of the complaint appears to be a property of the particular valve design and does not impact the functionality of the catheter. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.